Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the molding process, the plate broke. The plate broke prior to being implanted into the patient. There was no reported surgical delay. The procedure was completed successfully. This report involves one (1) 2.0mm ti oblique l-plate 2 x 3 holes-left. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The plate was not returned, and the investigation will be completed based on the supplied image from the attachments ¿(source file - placa quebrou durante moldagem 260520 vil da serra dr antônio brito¿ located in notes & attachments section of the product complaint). The image was reviewed, and the complaint condition could be confirmed as the plate was broken. As the plate was not returned an as received, dimensional, or material review was not applicable. Manufacturing record evaluation a manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. Document/specification review: since the exact date of manufacture was not determined the current revision of the drawing was reviewed. Conclusion the overall complaint was confirmed for the photographed plate. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.